Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd saf-t-intima¿ integrated safety catheter system the needle was missing a small piece at the tip of the needle.

Manufacturer narrative:
A device history review was conducted for lot number 5322449. Our records show the reported lot was manufactured in december in 2015 and determined that this is the only instance of a missing needle being reported for this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that before use of the bd saf-t-intima integrated safety catheter system the needle was missing a small piece at the tip of the needle.